Manufacturer narrative:
B3 event date is approximate. Year of the event is confirmed to be valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that about a month ago they noticed that their implant was not staying charged as long as it used to. Patient stated that sometimes they have to charge their implant twice within a 24 hour period. Agent asked patient if they have increased the intensity of stimulation or been reprogrammed recently and patient stated that they don't think they have. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.